Event description:
It was reported that prior to an unk procedure there was an open sealed package. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Date sent: 04/28/2008. Info anticipated, but unavailable at this time.